Event description:
Sales consultant reported that revision was required to remove tfn nail from patient's right hip due to non-union. A conversion to a total hip replacement was also made on the date of revision. Revision was performed without incident. This is report two of three for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for lot # 6677782 revealed the ti locking screw was manufactured by synthes monument. (B)(4), dated 5/18/2011 for (B)(4) parts, was inspected on 5/19/2011. The parts conformed to all requirements. (B)(4) parts were released to the warehouse on 5/31/2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.